Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that his device wasn't working. The patient reported that he believed his battery finally stopped working, however he wasn't sure. The patient reported that it stopped working about 1.5 weeks prior to the report. No further complications were reported.